Event description:
It was reported that the customer was in the ER for high blood glucose of over 600mg/dl. The customer stated that he was treated with 80 grams of carbohydrates and his glucose level came down. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.